Manufacturer narrative:
The medial product is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR: it was reported that this right-atrial lead became dislodged about 6 weeks after the implantation. The patient was admitted to the hospital, and the lead was explanted, but not returned. No worsening of the patient's state of health was reported. (B)(6) 2016. We were informed there is an associated lead to be reported with this one. Also, we were informed the pacemaker had moved causing the leads to dislodge, which caused diaphragmatic stimulation.